Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6), 2012. According to the complainant, the physician encountered resistance when actuating the device inside the patient's bile duct. The device handle bent as a result; however, the physician had already obtained all the desired samples when this occurred. The device had been inspected prior to use and no visible issues were noted. Following the procedure, the physician disassembled the device to obtain the samples from the brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6) 2012. According to the complainant, the physician encountered resistance when actuating the device inside the patient's bile duct. The device handle bent as a result; however, the physician had already obtained all the desired samples when this occurred. The device had been inspected prior to use and no visible issues were noted. Following the procedure, the physician disassembled the device to obtain the samples from the brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the orange thumb ring detached from the handle, and the blue seal cap had been removed from the t-fitting. The cap was not returned. The distal end of the brush wire assembly, including the brush, appeared to have been cut off approximately 21cm from the distal end of the device, and several bends and kinks were found along the working length. The sheath appeared to have been cut approximately 2cm distal to the proximal guidewire exit port, and the portion of the sheath distal to the cut was not returned. Only 4.4cm of the visible portion of the handle cannula was present; the rest was not returned. The condition of the returned device rendered functional testing impossible. The condition of the returned device was consistent with the complaint that the handle cannula bent and the device was difficult to actuate; the complaint was confirmed. It is likely that procedural and/or anatomical factors caused the working length to kink. Kinks can impede device extension and retraction, and continued efforts to actuate the device can cause the handle cannula to bend and, ultimately, break. Once the handle cannula was broken, it was not possible to actuate the brush; therefore, the most probable root cause of the failures identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.